Event description:
It was reported that during an unspecified procedure, guide wire damage occurred. The location of the lesion is unk. The 0.035 amplatz guide wire was inserted and an unspecified double j catheter was placed. At an unspecified time, the tip of the guide wire frayed. The guide wire was removed and it was noted that the guide wire did not break nor were any pieces left inside the pt. The procedure was completed with the guide wire that accompanied the double j set. No pt injuries or complications were reported. The pt's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.